Event description:
It was reported that lcsc5 was used during a laparoscopic nissen fundoplication. It was reported by the rep the device worked and then began giving warning tone. It was retightened and it stopped working again. Opened another device and still would not work. A new device was opened and the case was complete. There was no consequence to pt.